Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076 implantable pacing lead implanted 2005 (B)(6); model 6949 implantable tachy lead implanted 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy for sinus tachycardia even though the device withheld therapy initially. It was further noted that the right atrial (ra) lead has far field r-wave (ffrw) over sensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.